Event description:
A 2.25mm diameter x 24mm length micro driver rapid exchange (rx) coronary stent delivery sys was inserted into the pt for treatment of a lesion in the proximal segment of the lad diagonal. However, it couldn't pass the stenotic lesion that was pre-dilated twice with the balloon. The operator pulled out the stent delivery sys with some resistance encountered and noted that the stent was not on the balloon. Review of the fluoroscopic images revealed that the stent was lying unexpanded, part in the proximal lad, part in the proximal diagonal branch. The dislodged stent was crushed against the vessel wall after deployment of a second stent. No other clinical sequelae were reported. Cine images eval: review of the procedural images confirmed that the physician was attempting to deliver and deploy a stent in the second diagonal at the target lesion which exhibited moderate calcification and severe stenosis. Images were captured of the lesion being pre-dilated; however, no images were present showing the attempted delivery and withdrawal of the micro driver rx device. Images confirmed the presence of a dislodged, elongated and damaged stent in the second diagonal and within the proximal lad. The physician subsequently deployed a long stent in the mid lad and deployed a second stent in the proximal lad to crush the proximal part of the stent. Post dilatation of the newly deployed stents completed the treatment. No further stent was placed in the second diagonal. Final angiographic views confirmed acceptable flow in the lad and in the diagonals.

Manufacturer narrative:
(B)(4). Eval results: (severe stenosis, moderate calcification), (stent embolism). Eval conclusions: device failure/ lack of effectiveness related to pt condition.